Event description:
It was reported that during a lap gastric bypass, after the first firing with a blue cartridge, the device would not reopen. The surgeon was trying to open the jaws to place the device on tissue and the jaws would not reopen once they were inserted into the patient. The device did not become stuck on tissue. Another device was used to complete the procedure. No adverse consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.